Event description:
Customer alleged hydraulics went out and slowly dropped patient till she was on the floor while trying to lift her. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9805p, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number (B)(4) rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient is a (B)(4). The consumer's preexisting medical condition states that she is on dialysis. The patient stability and medication regimen are unknown. The technique by the facility while using the device is unknown. The maintenance history of the device is unknown. The facility, (B)(6), a dialysis center, alleged that the 9805p lift did not hold the patient's weight. While transferring the patient, the lift slowly began to lower the patient. The healthcare provider maneuvered a wheelchair under the patient to prevent her from going all the way to the floor. No injury was alleged.